Event description:
Ous MDR - it was reported that about 43 months after the implantation, during a routine follow-up pacing threshold was not stable. The fluoroscopy showed the lead dislodgement. The lead was exchanged. An insulation break was observed upon the explantation procedure. Apart from hospitalization and the revision procedure no adverse change in the patient's condition was reported. On (B)(4) 2015 - it was also noted the patient had complained of syncope.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 46 cm proximal to the tip. Only the distal lead segment was received. In particular, the connectors and the yoke were not returned for analysis. The received lead segment was subjected to an extensive analysis. The inspection revealed a damaged insulation as a result of wear in the area of the tricuspid valve. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further analysis showed that the lead body was partly pulled out of the ring electrode a2. At this position the conductor cable to the ring electrode was found outside the lead body as a loop, as mentioned in the complaint description. The analysis demonstrated that this damage resulted from the application of mechanical forces, presumably during the explantation procedure. An inside-out extrusion of the cable is excluded by the analysis. Other intra-operative damages were noted i.e. Cuttings in the insulation and deformations of the lead body and the rv shock coil. The analysis did not reveal any sign of a material or manufacturing problem.